Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient indicated that the pump display screen had become difficult to see in direct light. The reporter indicated that the battery was changed and the contrast was set to max without the issue resolving. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: the pump was examined and confirmed that there was no damage to the pump. The pump powered on with a fully functional display screen. No defects were found related to the complaint.